Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had redness and swelling at the pocket site. It was noted patient picked at the skin around site and eroded through the skin. The system was removed due to infection at an unknown date and patient was given a round of antibiotics. Patient is stable.